Event description:
Device 3 of 4. Reference MFR report #: 1627487-2016-00559, 1627487-2016-00560 and 1627487-2016-00562.

Event description:
Device 3 of 4. Reference MFR report #: 1627487-2016-00559, 1627487-2016-00560 and 1627487-2016-00562.

Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 4. Reference MFR report #: 1627487-2016-00559, 1627487-2016-00560 and 1627487-2016-00562.